Manufacturer narrative:
Continuation of d10: product ID 3389, lot# unknown, implanted: (B)(6) 2004, product type lead. Product ID 3708660, serial# unknown, product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the neurosurgeon explanted the old extensions and replaced them. The leads were on place (implanted on 2004).

Manufacturer narrative:
Continuation of d10: product ID 3389, lot# unknown, implanted: (B)(6) 2004, product type lead. Product ID 3708660, serial# unknown, product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ins and extensions were explanted in 2022 as a result of the infection.

Event description:
It was reported that there was a cranial infection at the lead/extension connection. It was unknown if there were any contributing factors. On (B)(6), the patient underwent a surgical procedure to remove the infection present at the cranial tissue where there are the leads connected with the extensions. One of the leads was frayed - it was connected to the respective extension with only one wire and the outer protective sheath was missing. The surgeon decided to disconnect the lead from the extension. It was unknown if the issue resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: activa; product ID: 3389; product type: 0200-lead; implant date: on (B)(6) 2004; product ID: neu_unknown_ext; product type: 0191-extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.